Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.manufacturing location: monument; manufacturing date: april 20, 2017; expiration date: april 01, 2027; part: 04.037.915s; 9mm/125 deg ti cann tfna 235mm/left- sterile; lot: h344932 (sterile); lot quantity 6 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Sterilization control number (scn) 13641 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.2; lock prong, 125 degree tfna, bp55; lot: l336674; lot quantity: 94 work order traveler met all inspection acceptance criteria. Part: 04.037.912.4; wave spring, shim ended, bp55; lot: h249473; lot quantity: 994 work order traveler met all inspection acceptance criteria. Six pieces were scrapped in cell at pack / label for being dropped. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3; tfna lock drive, bp58; lot: h315665 quantity 3 / h314507 quantity 3; lot quantity: 160 (80 pieces each lot) work order travelers met all inspection acceptance criteria. Inspection sheets met all inspection acceptance criteria. Part: 21127; timoagri16.00, bp80; lot: h170069; lot quantity: 764 lbs. Certified test report received from perryman company and certificate of test received from howmet castings were reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The implant was not returned and instead inspection will be done based on the supplied image. The images were reviewed and the complaint condition of broken (2+ pieces) postoperatively could be confirmed as the nail is broken at the distal locking hole, based on the image provided. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review was performed for the returned implant¿s lot number and no manufacturer review reports (mrrs), nonconformance reports (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A material review was also performed and was determined to be conforming. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Risk document review was completed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported patient was revised to a longer tfna nail, tfna fenestrated screw, two (2) 5.0mm locking screws, and an end cap for tfna. Surgeon considers the rupture of the tfna nail was caused by the burden of stress and resistance brought on by the patient¿s unapproved activities.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a removal of a trochanteric fixation nail-advanced (tfna) femoral nail by breakage in the implant body due to pseudoarthrosis in the proximal third of the femur. The patient was originally implanted with the hardware on (B)(6) 2018. The patient was doing normal daily activities not approved by the surgeon. The surgeon reported that bone remodeling process was not completed and a false fracture consolidation was generated. The problem was observed on (B)(6) 2018 when the patient experienced pain while walking. On (B)(6) 2018, patient underwent a second surgery for the extraction of the implant and placement of a new proximal femoral nail. It was unknown if there was any surgical delay. Patient is in the process of recovery. Concomitant devices reported: unknown helical blade (part #: unknown, lot #: unknown, quantity: 1), unknown screws (part #: unknown, lot #: unknown, quantity: unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).